Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, when the surgeon went to cut with the blade, the blade would not advance. There were no adverse pt consequences reported.